Event description:
Preoperative diagnosis-severe mitral stenosis secondary to thrombosed mitral valve. Operation-mitral valve replacement with 25mm st. Jude mitral valve. Original valve in another country. The patient had an organized thrombus on the other side of her mitral valve and required removal and replacement. Explanted bjork shiley mitral valve, no other information available regarding device.